Event description:
It was reported during guidance for a cartridge change, the ilet user's blood glucose was 256 mg/dl after a meal announcement. The event was attributed to an improper or incorrect procedure related to incorrect meal size entry on the user interface. The infusion set was reported to be working, a new cartridge was installed, and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions for meal size/type selection, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.